Event description:
During an implant procedure, a loss of sensing and impedance were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.